Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with all the available patient information. Patient fields in which information was not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was used to perform automatic CPR on a patient and the patient received an internal thoracic artery injury. The patient received an emergency embolization and vial signs were able to be stabilized.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
Japan pmda contacted stryker to report that a customer's device was used to perform automatic CPR on a patient and the patient received an internal thoracic artery injury. The patient received an emergency embolization and vital signs were able to be stabilized.

Manufacturer narrative:
Additional information: stryker performed a clinical review of the reported event and determine that it cannot be excluded that the injury was caused by lucas. Corrected data: section b5 executive summary of the initial medwatch report indicates: the customer contacted stryker to report that their device was used to perform automatic CPR on a patient and the patient received an internal thoracic artery injury. The patient received an emergency embolization and vial signs were able to be stabilized. Section b5 executive summary of the initial medwatch report should have indicated: japan pmda contacted stryker to report that a customer's device was used to perform automatic CPR on a patient and the patient received an internal thoracic artery injury. The patient received an emergency embolization and vial signs were able to be stabilized.

Event description:
Japan pmda contacted stryker to report that a customer's device was used to perform automatic CPR on a patient and the patient received an internal thoracic artery injury. The patient received an emergency embolization and vial signs were able to be stabilized.